Event description:
It was reported that a pt underwent an unk surgical procedure on (B)(6)2010 and suture was used. During the procedure, the needle broke 8mm from the swage during knotted suturing of a skin graft. No fragment remained at the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.